Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was taking pain medications due to having this procedure. They were causing them to feel as though they were retaining urine. They spoke to her doctor and they changed the medication. Therapy started on (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urge incontinence and fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient with a trial external neurostimulator (ens). It was reported that the patient did not have retention at the time of the report. The hcp stated that the patient's pain and retention improved once she stopped taking the pain medication, and that the patient's pain and retention were resolved.